Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 10 open and 5 unopened racepacks. There are no previous complaints of this code/batch. There are no units in OEM stock. We have received 5 closed samples and 10 open samples with the needle detached from the thread (6 of them have the thread still wound on the pack). Tested the needle attachment of the closed samples received and the results do not fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: OEM has initiated a corrective action to prevent occurrence in the future.